Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have damage of the conductor wires insulation. This failure is commonly caused by mishandling/misuse, such as collision of the instrument with a sharp object. Electrical continuity was tested and passed.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was observed to have a broken cable sheath. There was no patient involvement.